Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - gastrointestinal regurgitation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2024, it was reported that the patient said he felt raising heart /chest tightness and ingestion. At an unspecified moment, the cgm was reading 110 mg/dl and the patient went to the ER to have his blood sugar checked at around 1030. Per documentation, the patient gave himself an appropriate amount of insulin after he noticed that the bgm was high (340 mg/dl). The patient was given insulin and saline IV fluid in the hospital. The bg after treatment was 170 mg/dl and the patient was discharged at 1300. He was feeling fine at the time of the report. He uses a tslim x2 insulin pump. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.